Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) (n/a mg/ml at n/a mg/day) via an implantable pump for unknown indications for use. It was reported that they fell on saturday and the personal therapy manager (ptm) was throwing "all kinds of weird codes" and was not delivering the medication. The patient stated that they were going through withdrawals from the medication and went to the emergency room (ER). The patient also mentioned that they were getting an audible critical alert alarm and service code 98 on the ptm indicating empty reservoir. They had contacted their healthcare provider (hcp) who told them "there was no way the pump was empty." The patient mentioned that they last had the pump refilled "about two months ago" and was due to have it refilled next week. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.